Event description:
Event description cpi received information that this transvenous defibrillation lead dislodged the night of implant. After many attempts to reposition the lead, the physician opted to replace it with a passive fixation lead. During the procedure, the patient experienced tamponade and lost 700+ cc of blood.